Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was bupivacaine at 1.7525 mg/day, and dilaudid (hydromorphone) at 3.505 mg/day, both with unknown concentrations. The reason for use was spinal pain. It was reported that the patient is out of town, away from the healthcare professional (hcp), and the pump is alarming because it ¿is running out of medication.¿ according to the patient's hcp, the alarm date was (B)(6) 2019, while it was also reported that the issue started ¿2 days ago, maybe saturday¿ (prior to the call on (B)(6) 2019). The caller mentioned that the patient only has about 1 week of pain medication in the pump, according to the hcp. The caller was requesting hcp¿s near where they are now to fill the pump. The patient missed a scheduled refill. Results of actions taken on the call included the caller was to follow up with the hcp. Hcp listings were provided for doctors closest to them, and it was reviewed if they are unable to find hcp to fill the pump, the patient could consider seeking medical attention but doctors would likely not be able to service the patient's pump. There were no symptoms reported. The caller mentioned that the patient is "a very sick man," stating he has a new kidney. The caller confirmed it was prior to pump implant, and stated the reason for the pump is because the patient was injured and almost lost his leg. There were no further complications reported/anticipated.